Manufacturer narrative:
The following fields have been updated with corrected and/or additional information b3. Describe event or problem: it was reported that while using bd vacutainer® push button blood collection set, (1) needle disconnects when being attached to vacutainer. The user experienced a clean needlestick. No additional information was reported.

Event description:
It was reported that while using bd vacutainer® push button blood collection set, (1) needle disconnects when being attached to vacutainer. The user experienced a clean needlestick. No additional information was reported.

Event description:
It was reported that while using bd vacutainer® push button blood collection set, (1) needle disconnects when being attached to vacutainer. The user experienced a clean needlestick. No additional information was reported.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 30 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to breaks off during use as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of breaks off during use based on retain sample analysis. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
D.2a. Common device name: blood specimen collection device; intravascular administration set d.2b medical device type: one additional code applies; jka a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® push button blood collection set, (1) needle disconnects when being attached to vacutainer. No patient or user impacted.